Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had difficulty retracting through the sheath. No further treatment was needed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned. A visual inspection found the device stuck in the user's introducer sheath. The balloon was protruding from the sheath tip, and the tip of the sheath was buckled and flared. Therefore, the investigation is confirmed for a sheath-related retraction issue. The definitive root cause for the balloon becoming stuck in the sheath could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had difficulty retracting through the sheath. No further treatment was needed. There was no reported patient injury.